Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm approx one month ago. The vessel morphology was reported as the aortic neck is 26 mm in diameter at the renal arteries, 28 mm in diameter 1 cm below the renal arteries, and then 29 mm below the renal arteries the aortic neck is 30 mm in diameter. The right iliac artery was 6.5 mm in diameter and the left iliac artery was 7.2 mm in diameter. There is moderate tortuosity and severe calcification bilaterally in the iliac arteries. It was reported that the pt returned with an occlusion in the left contralateral limb (MFR report# 2953200-2011-01684) extending up to the flow divider (MFR report# 2953200-2011-01685). The CT during the intervention revealed that the distal end of the contralateral limb appeared constrained due to the severe calcification in the vessel prior to stent graft placement. The physician elected to perform a femoral to femoral bypass and the blood flow was restored. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation result and conclusion: (graft occlusion, fem-fem bypass occlusion), (severe calcification).